Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging bilateral pulmonary embolisms, burning symptoms in eyes and nose, dizziness and depleted oxygen levels related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused bilateral pulmonary embolisms, burning symptoms in eyes and nose, dizziness and depleted oxygen levels. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem (product problem was checked in the previous MDR) section b2 was checked to other serious or important medical events (blank in the previous MDR) section h1 was changed from malfunction to serious injury. Section h6 health effect - clinical and code health effect - impact code was corrected.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused bilateral pulmonary embolisms, burning symptoms in eyes and nose, dizziness and depleted oxygen levels. The patient did not report receiving medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.